Event description:
A call to technical services was made on (B)(6) 2013 stating that patient had device replacement due to low battery. Also, they were aware of the problem with this lead. They were planning to extract this lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).